Manufacturer narrative:
The device was properly maintained, and it was confirmed that the operation was carried out without problems by other doctors who used this device for other patients. We determined that inadequate user handling caused this reported issue. All periodical maintenance reports show optimal parameters that reflect machine stability and accuracy. We confirmed that dr. (B)(6) rented the device and operated the surgery when this problem occurred. However, dr. (B)(6) had no history of receiving training by nidek or the distributor about operation and proper nomogram usage. Dr. (B)(6) from a facility which owns the device had no abnormal treatment results for many years. They had total of 13 patients on that day. Dr. (B)(6) treated 2 to 3 patients, and rest of other patients was treated by dr. (B)(6). It has been confirmed that there was no abnormal result except this reported incident. Furthermore, dr. (B)(6) said: "since it's installation, he had no complaints of abnormal clinical outcomes. It may be some operational issue." The periodical maintenance is conducted by engineer from the distributor. The responsible engineer has the highest level of knowledge and experience in excimer laser technology. The occurrence of adverse events can be prevented beforehand by following the operator's manual. Although this event occurred in a facility in (B)(6), this device is marketed in united state. Nidek determined that it is a reportable event as we became aware of that may have caused or contributed to a serious injury.

Event description:
Unexpected post-op overcorrection due to high volume of ablation. Background: the patient was admitted on (B)(6) 2017 for prk+mmc operation, opd scan was done and all the pre-operation calculations were repeated and doubled checked. The patient diagnosis before operation was -6.25/-0.50x180. The prk was done and at the end of treatment mmc 0.02% was applied for 30 seconds per eye and bandage contact lenses were applied. On (B)(6) 2017, the patient went for follow up and the doctor noticed irregular epithelium at the center of cornea but not showing staining and asked the patient to increase the frequency of the lubricant and come back next day. Next day, the doctor checked the vision of the patient and found unexpected refractive error of about +6 ou. On (B)(6) 2017 anterior oct and topography/tomography was done to both eyes showing that there was strange over correction with an ablation depth of about 200 microns instead of 125 microns. On (B)(6) 2017, the vision test showed cdva 0.8 ou by +505 od and +6.5 os. The patient was myopic and now became hypermetropic after operation.